Manufacturer narrative:
No product has been returned for evaluation, review of radiograph confirmed the reported event. Review of manufacturing records indicates no non-conformances with respect to material type, material treatments or dimensions. No root cause can be determined at this time. Labeling review: potential adverse events and complications: "potential risk identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss fixation, nonunion or delayed union, fracture of the vertebra, implant subsidence..." Warnings, cautions and precautions: "correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic and internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." Patient education: "preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..."

Event description:
On (B)(6) 2017 a patient underwent a vertebral body replacement procedure at l2 level with posterior fixation from l1-l3 levels without any reported issue. On (B)(6) 2017 during routine appointment the patient suddenly felt pain, follow up radiographs revealed the superior end cap of the implant separated from the core. On (B)(6) 2017 a revision procedure took place where the vertebral body replacement was removed and replaced without issue.